Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - cleaned screen and emi filter gasket seam around screen. Functioned within all specs. Repackage for demo stock as unit was already shipped as replacement. On (B)(4) 2014, the DHR for console s/n (B)(4) was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. A review of console history during the months of (B)(4) 2013 showed that this unit was repaired (B)(4) 2013 for a different issue.

Event description:
The touch screen is not working properly. It is taking a long time to respond.